Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) canada alleging her onetouch ultramini meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient does not take medications to manage her diabetes and continued to follow her usual diabetes management routine. After the start of the alleged issue, the patient claims she felt symptoms of shaky and dizzy. The patient reportedly visited a family member in order to test and obtained a blood glucose result of "4.0 mmol/l" with the family member's meter. The patient drank orange juice as treatment. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.